Event description:
A customer received a "replace sensor" error message with the adc device and was unable to obtain readings. As a result, customer experienced a loss of consciousness and had contact with a non-healthcare professional third-party (relative) who provided unspecified treatment. In addition, customer had contact with a healthcare professional (hcp) in the emergency room who performed a cat scan, obtained an unspecified blood glucose result, and provided unspecified treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor 3mh00w8n4a0 has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Data was successfully extracted from the returned sensor using approved software. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) and poise voltage testing was performed, and all results were within specification. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An extended investigation has been performed for the reported complaint. The dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kits were reviewed and the dhrs showed the libre sensor and freestyle libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.